Event description:
One touch ultra meter was in the wrong unit of measurement (mmol/l instead of mg/dl). During troubleshoooting, it was verified that the meter was previously set in the correct unit of measurement. The pt had no recently changed the units of measure in the meter settings. The pt was taken to their dr due to the meter issue. Their blood glucose level was checked on the dr's meter (result not provided), they were not given any treatment. Based on the info provided, there is indication that the product had malfunctioned. Due to a spontaneous power interruption, the meter reverted from the mg/dl to the mmol/l unit of measurement; thus indicating that the reported meter meets the criteria for a medical device reportable, due to a malfunction. However, there is no info to suggest that the pt experienced any injury due to the product. Therefore, the case is reported as a meter malfunction. A replacement meter, control solution, and test strips were sent to the pt.